Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, while performing purse-string suture, the engagement was bad and the procedure was not done smoothly. A manual suturing was performed to complete the case. There was no patient injury.